Event description:
It was reported that during checkout of the ventilator for proper operation, the rt was unable to set the low minute volume alarm and the low pressure alarm. The ventilator was not connected to a patient when the reported problem occurred.